Event description:
It was reported that during a da vinci hysterectomy procedure, the medical staff noted that the endowrist vessel sealer instrument would only coagulate on one side. On 06/15/2015, intuitive surgical inc. (Isi) obtained following additional information: the instrument was plugged in properly and no sign of excessive calcification/tissue left on it. The erbe volume was turned up so that all in the room can hear it while being in use. The pitch tones could be heard but it is unknown how long the sealing cycle was prior to that. There were no error messages being given to indicate something was going on except for when the vessel sealer was removed. The medical staff did not complete the procedure with this instrument due to it not functioning properly. The surgeon was offered another vessel sealer instrument, but decided to use an entirely different instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not confirm the customer reported complaint. The electrical continuity test from pin to grip passed, indicating that the instrument was ready for energy use. Upon visual and microscopic inspection, no damage or blade exposed was found at the wrist assembly. Manual input of the disk knobs displayed intuitive motion at the wrist. Blade and knife cable were manually brought out from the garage track and no damage was found. Blade was reseated back in the garage track. Instrument was placed on an in-house da vinci system and it passed self-check on multiple attempts. No error messages appeared. Vessel sealer was plugged in properly with no issue to the instrument control box (icb). Blue light lit up on icb indicating power was being delivered and unit was properly connected. Instrument was driven and grips opened and closed properly. Energy activation test was then conducted on system. No faults or error messages appeared during in-house testing. Wet paper towel was held between grips and began to smoke when seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. Wet towel was also folded into thick layers and steam was generated when seal pedal was activated. Towel was inspected and observed both sides of the area were affected by the energy use of the instrument. Performed grip force test and all values were within normal range. Jaw gap testing was performed and passed. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument would only coagulate on one side could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.